Manufacturer narrative:
Approximate age of device - 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a few days previous, the patient noted blood in stool. The patient had labs drawn which showed hemoglobin (hgb) at 7.0 g/dl. The patient reported that the signs of bleeding had resolved and denied any ongoing blood in stools or any other signs of bleeding. On (B)(6) 2018, the patient was feeling "ok". Hgb improved after blood transfusion and the patient was waiting for esophagogastroduodenoscopy (egd) to be performed.. Enteroscope was advanced into small bowel for 120 cm beyond the bulb. Previously placed clip was seen and was clean. No blood or stigmata of bleeding was seen. On (B)(6) 2018 hgb stable at 7.6 g/dl. No bowel movements or signs of bleeding. Hgb stable 7.8. The patient denied abdominal pain, shortness of breath or chest pain. On (B)(6) 2018 no melena/hematochezia and on (B)(6) 2018 the patient was feeling well without complaints, inr 1.1 but otherwise labs were stable. Denied chest pain, dyspnea, lightheadedness. Resumed coumadin on (B)(6) 2018. Protonix gtt x 72 hours, then protonix 40 IV bid. The patient was discharged home on (B)(6) 2018.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.